Event description:
A patient reported that the charging port cover on their device fell off, which exposed the port to dust and moisture. As a result, the device struggled to hold a charge, requiring the patient to charge it both in the morning and at night to prevent unexpected shutdowns. There were also some dings on the outer edges and the labeling had peeled off. There was no adverse impact to the customer¿s blood glucose level. The patient declined follow up and was in the process of obtaining a new device from tandem as their current device was out of warranty. No additional information was received regarding the outcome of the event.